Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Fa installed the unit on a test system and confirmed that the tower monitor did not have a full display. The insufflator was disabled and the power button was flashing blue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the insufflator was disabled and the robot would not complete homing sequence. The technical support engineer (tse) was informed by the customer that they hard cycled everything multiple times, but the issue persisted. The tse had the customer disconnect the blue fiber cables and hard cycle the tower again. The insufflator still came up disabled. The tse asked the customer try to reenable the insufflator but it still would not work. The tse had the customer power down again and reseat insufflation cabling, but the faults remained. The site was diverting the case to another system. The procedure was aborted to another da vinci with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue was identified prior to patient involvement. Ports had not been placed on the patient. The case was moved to an xi system.